Manufacturer narrative:
Upon further evaluation of the device, service found the charge coupled device (ccd) unit was damaged. A leak was observed in the ccd unit and cable, and the cable was twisted. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image was distorted when the subject device was shaken lightly. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed the image disappeared [sudden loss of image]. This report is being submitted for the image loss observed by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.